Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, the right ventricular lead exhibited a drop in pacing impedance and noise. The lead was explanted and replaced; visible damage was noted on the lead. The patient was in stable condition.

Manufacturer narrative:
Analysis found that a complete lead was returned in one piece measuring 58.0cm. The reported events of low impedance, noise and lead insulation damage were confirmed. Visual examination of the lead found an external abrasion breaching the outer insulation exposing the outer coil proximal to the suture sleeve tie down impression noted at 9.1cm to 9.4cm from the connector pin. The cause of the reported events was isolated to external abrasion consistent with friction to the device can.